Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10

Event description:
It was reported that the "ldh, ca199, and ckmb analytes" observed in the unspecified bd vacutainer® barricor¿ blood collection tubes with the "dark gray stoppers" had "biases" in them when compared to the sstii tubes. Additionally, "biases" were observed in the "ldh, ca199, ckmb, c-peptide, insulin, and high sensitivity troponin values" when comparing them between the unspecified bd vacutainer® barricor¿ blood collection tubes with "teal stoppers" and the sstii tubes. All erroneous readings were observed during use, and this complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: at the annual conference, a pas associate identified poster a-231: chemistry and immunoassay tests evaluation using different types of bd vacutainer® barricor¿ tubes. They stated that there was an observed bias in ldh, ca199, and ckmb analytes when comparing bd vacutainer® barricor¿ tubes with dark gray stoppers (bromobutyl) with bd vacutainer® sstii tubes. Also, there was an observed bias in ldh, ca199, ckmb, c-peptide, insulin, and high sensitivity troponin values when comparing bd vacutainer® barricor¿ tubes with teal stoppers with bd vacutainer® sstii tubes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the "ldh, ca199, and ckmb analytes" observed in the unspecified bd vacutainer® barricor¿ blood collection tubes with the "dark gray stoppers" had "biases" in them when compared to the sstii tubes. Additionally, "biases" were observed in the "ldh, ca199, ckmb, c-peptide, insulin, and high sensitivity troponin values" when comparing them between the unspecified bd vacutainer® barricor¿ blood collection tubes with "teal stoppers" and the sstii tubes. All erroneous readings were observed during use, and this complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: at the annual conference, a pas associate identified poster a-231: chemistry and immunoassay tests evaluation using different types of bd vacutainer® barricor¿ tubes. They stated that there was an observed bias in ldh, ca199, and ckmb analytes when comparing bd vacutainer® barricor¿ tubes with dark gray stoppers (bromobutyl) with bd vacutainer® sstii tubes. Also, there was an observed bias in ldh, ca199, ckmb, c-peptide, insulin, and high sensitivity troponin values when comparing bd vacutainer® barricor¿ tubes with teal stoppers with bd vacutainer® sstii tubes.